Manufacturer narrative:
Carefusion's technical support troubleshot the reported issue with the customer, explaining that the exhalation filter and sensor could cause an increase in airway resistance if they were not changed often enough. The customer reported that the original circuit and equipment used on the patient was removed but that it was a possibility, so they would discuss it with their staff. Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the patient was having a hard time triggering the ventilator, the patient was placed on another ventilator with no harm or injury. The customer reported that they placed the unit on a test circuit and has been running it for several hours and cannot identify any issues with the ventilator.